Event description:
Co as the MFR of this device, became aware of two separate events at the same facility involving 20fr initial placement gastrostomy (peg) feeding tubes. The initial procedures were performed without incident. Sometime post placement, the devices migrated into the peritoneal wall requiring surgical removal. New feeding devices were placed in both instances and there were no pt complications. Attempts by the MFR to contact the user facility have been unsuccessful. No further details are available regarding the circumstances. Surrounding this event. The instructions for use for this device state: "avoid excessive pulling on the feeding tube as this may cause the internal bolster to embed against the gastric mucosa. The result can be tissue necrosis, tube migration, infection and associated sequelae. Tubing should be monitored for possible migration in accordance with instructions. Tube migration could result in the following: inability to feed, peritonitis, infection and associated sequelae."